Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the implantable cardioverter defibrillator (ICD) was performed. External visual inspection noted there was evidence of arcing on the case. All seal plugs are intact and all setscrews were noted to operate normally. A review of the device memory confirmed the device exhibited two faults, recorded on (B)(6) 2016 and (B)(6) 2016, due to the shock lead shorted and a charge time exceeded respectively. The ICD could still deliver bradycardia therapy. Overall, analysis was able to confirm the allegations made against the ICD in the field.

Manufacturer narrative:
This ICD is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited code 1004 which is indicative of a short circuit condition being detected during shock delivery. Specifically, the ICD had delivered a shock into a low out of range shock impedance of less than 12.5 ohms. The ICD also exhibited code 1007 which is indicative of a capacitor charge time (CT) having exceeded the limit due to a CT of greater than 45 second being declared. An x-ray showed the patient¿s rv lead having been dislodged and wrapped around the ICD which likely caused this event. Additional information indicated the patient may had been a twiddler. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.